Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant is unknown. During processing of this complaint, attempts were made to obtain event and patient information.

Event description:
It was reported the patient had their ipg explanted for an unknown reason on an unknown date. No further information is available.